Event description:
End user called to complain of getting an error when testing the calibration of the device. This was confirmed by phone.the device was replaced and the defective one returned for investigation.